Event description:
Patient is a 52-year-old male. Admitted to (B)(6) ed on (B)(6) 2023 from nursing home for sob secondary to pna. Per patient's medical record, has a history of amyotrophic lateral sclerosis, dm, htn, chronic anemia, gerd, and trach peg. Patient is awake and alert and is able to communicate needs. On (B)(6) 2024 rcp noted the patient having low spontaneous tidal volumes and minute ventilation and patient complaining of leak around stoma. (B)(6), rcp notified (B)(6), do and emergency trach change was performed by md. Same size trach was used and patient remains in stable condition.